Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to one or more cycles advancing to the next fill when a slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use during drain 4. The cg stated that this was the patient's third machine and they keep having the same issue. The technical service representative (tsr) advised the cg to speak with the registered nurse (rn) again concerning this alarm. The tsr explained the rn may need to speak with their clinical educator to see what can be done concerning this repeated issue. The tsr reviewed the therapy. The total ultrafiltration (uf) equaled 2647 ml. The cycle 4 uf equaled 2569 ml, the cycle 3 uf equaled -141 ml, the cycle 2 uf equaled 28 ml, and the cycle 1 uf equaled 191 ml. The fill volume equaled 2000 ml. The patient uses 2.5% solution. The patient had no adverse effects and no complaints. The cg would follow up with the registered nurse (rn). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.